Event description:
It was reported by the provider that the chair arrived with a bent frame. The provider states the right motor was making a grinding sound, but it went away. The pin that holds the footplate on was broken. The provider also states the right arm rest was lower than it is supposed to be even after attempting to adjust. The provider states the end user was sliding out of the chair and when looking at the unit, it leans to the left. The provider also states the end user bent her finger during a transfer because of the bent frame.